Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): additional information is being requested as to what was done to correct the fault. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation of a brand new battery for the cardiosave intra-aortic balloon pump (iabp), a getinge field service engineer (fse) observed that the battery had an led that did not light up. The battery was put into the charging station for charging, and after a period of time the fault was seen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested as to what was done to correct the fault. The fse has advised that they are pending a credit from the factory to complete the part replacement and repair. If any pertinent information is received in the future, a supplemental report will be submitted.